Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) were completed. The monitor and belt were fully functional and able to detect and treat a pt. There is no indication that the lifevest caused or contributor to the pt death. Monitor (B)(4): 01/2014 - reuse; electrode belt (B)(4): 06/2014 - initial.

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a pt passed away on (B)(6) 2014. The pt's daughter reported that the pt passed away while in the ER in the presences of hospital staff. She reported that the death was cardiac related. A review of pt download data reveals that the pt was treated six times by the lifevest. At 23:527:41 on (B)(6) 2014, the device detected asystole. The ECG showed severe bradycardiac from 10 to 25 bpm degrading to asystole. At 23:58:11, and arrhythmia was detected. The ECG showed asystole with intermittent cardiac activity and CPR artifact. A fourth treatment was delivered at 00:00:51. The rhythm at the time of the treatment was vt at 178 bpm and the post shock rhythm was asystole. The final treatment was delivered at 00:05:09 during CPR artifact. Following the final treatment the ECG revealed a rhythm of asystole with intermittent cardiac activity.